Event description:
A malfunction with the code malf 15 was reported. There was no adverse impact to the customer's blood glucose level. Although the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, the malfunction persisted after resetting the pump. Technical support provided pump reset information and instructions for putting the pump into storage mode. The pump, which was under warranty, was scheduled for replacement by technical support, with updated software to be provided on the replacement device. The customer was informed about the necessary steps for returning the problematic pump and receiving the replacement, which included shipping and training details.